Event description:
During preparation prior a ptca procedure, the choice 300 es j guidewire had a broekn tip when it was removed from the packaging. Another of the same devices was used successfully in the procedure.